Event description:
Customer reported that the system is displaying an iris pot error. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the iris potentiometer. System operates as intended.